Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent on a vitros eci q immunodiagnostic system. A definitive assignable cause of the event could not be determined. The customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5190 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Multiple service and maintenance actions have been carried out on numerous subsystems of the vitros eci q immunodiagnostic system since 25 august 2023. The ortho field engineer is still working with the customer to resolve the issue of higher than expected vitros tropi es results. Therefore, an instrument issue cannot be completely ruled out as a possible contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5170.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent on a vitros eci q immunodiagnostic system. Patient 1 result of 0.059 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was obtained as part of a troubleshooting exercise and was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 604180.